Event description:
During testing at the user facility, it was noted the device did not pass the touchscreen test. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.